Event description:
It was reported that the lead dislodged 11 days after implant. The lead was electrically abandoned following the dislodgement. However, 2 days later, the lead was successfully repositioned and activated. The lead dislodged a second time 6 days after repositioning. The lead is still active. No patient complications have been associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.